Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap of the insulin pump was sticking out. The customer stated that during the prime process the other end of the insulin pump was pushed out. The customer¿s blood glucose at the time of the incident was 358 mg/dl. The customer declined high blood glucose and motor error alarm troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self test and unexpected restart error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Unable to confirm motor error alarm and unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. The motor was tested outside of the device and passed. Pump received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.